Event description:
The customer reported that an 840 ventilator had an inoperable graphic user interface (gui) while in use on a patient. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) was not authorized to repair the device.

Manufacturer narrative:
(B)(4).